Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the coronary care unit with the right ventricular lead exhibiting loss of capture. Subsequent testing and chest x-ray confirmed the lead had dislodged. A lead reposition was undertaken on (B)(6) 2021. The same lead was used with acceptable testing attained. The post-operative check the following morning also demonstrated normal function. The patient was discharged in stable condition.